Manufacturer narrative:
The patient was born on an unspecified date in (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis, reported as relapsing. The cause of the event was not reported. On the same day as event onset, the patient was hospitalized for the event. Treatment was unknown. Nineteen days after the previous onset, the patient experienced relapsing peritonitis and was hospitalized the same day. The cause of the current relapsing peritonitis event was not reported. The treatment was unknown. At the time of this report, the patient outcome was not reported. Dianeal therapies were ongoing. No additional information was provided because the reporter declined follow up.